Event description:
Customer reported receiving a no delivery alarm on the insulin pump during bolus and stated that he doesn't believe the insulin is being delivered. Through troubleshooting it was noted that there may have been an occlusion. All settings appeared to be normal. Customer reported a blurry vision. High pressure test was performed and failed twice. Customer's blood glucose reading at the time of the call was 425 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.